Event description:
It was reported that the patient presented in clinic for follow up when post-paced t wave oversensing was observed. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.